Event description:
The nurse described an event involving a patient where a lumbar drain was placed post surgery. After the patient drained 17 ml of cerebral spinal fluid, the nurse turned the stopcock to drain from the burette into the bag and cerebral spinal fluid did not drain. The filter did not show any signs of wetness, ruling out vapor lock. The limitorr was revised to a second limitorr which functioned as designed. No patient injury occurred as a result of the event. Additional clinical information requested - from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.